Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, a capsule failed to attach. There was no harm caused to the patient and no intervention required. There was nothing unusual about the patient or the procedure itself that may have led to this event. An endoscopy had been performed prior to the procedure and the esophagus appeared to be normal. This device user has been using this procedure for over 3 months. The delivery system and the capsule will not be returned to given.